Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker and associated right ventricular (rv) lead presented to the emergency department with loss of capture. A lead revision was performed and when the pocket was opened the helix on the rv lead was found to be retracted. The lead was explanted and replaced. However, overnight loss of capture was again observed and a temporary pacing system was inserted with a plan to revise the lead the next day. Asystole of greater than two seconds was reported. At the new revision, fluoroscopy showed the lead was in the same position but was not capturing at high outputs through the pacemaker. Due to these issues, the physician elected to explant the new rv lead and the existing pacemaker. A non-boston scientific lead was implanted and a new pacemaker of the same model was connected, with normal lead values obtained. After 24 hours, the parameters remained within normal limits. The patient remained in the hospital and was expected to fully recover. The explanted pacemaker was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the loss of capture that was observed clinically.

Event description:
It was reported that the patient implanted with this pacemaker and associated right ventricular (rv) lead presented to the emergency department with loss of capture. A lead revision was performed and when the pocket was opened the helix on the rv lead was found to be retracted. The lead was explanted and replaced. However, overnight loss of capture was again observed and a temporary pacing system was inserted with a plan to revise the lead the next day. Asystole of greater than two seconds was reported. At the new revision, fluoroscopy showed the lead was in the same position but was not capturing at high outputs through the pacemaker. Due to these issues, the physician elected to explant the new rv lead and the existing pacemaker. A non-boston scientific lead was implanted and a new pacemaker of the same model was connected, with normal lead values obtained. After 24 hours, the parameters remained within normal limits. The patient remained in the hospital and was expected to fully recover. The explanted pacemaker was expected to be returned for analysis.